Manufacturer narrative:
(B)(6). Manufacturing date - august 8, 2016 ¿ august 9, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted no evidence of flow at the distal luer when the cap was removed. Examination of the flow restrictor revealed the direct cause of the flow problem was due to crystallized drug blocking the fluid exit. Since the direct cause of the flow problem was due to crystallized drug, the device was determined to be conforming product. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor had a no flow issue. The device did not deliver at all. It was filled with desferrioxamine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.